Event description:
The patient reported that three v-go devices have fallen off. It was reported that a device sample is available for return to the manufacturer for evaluation. However, to date, has not been received.